Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd special needle weiss 17ga 3-1/2 desc hub hole was cracked/damaged. The following information was provided by the initial reporter translated from portuguese to english: I request referral to the technovigilance sector to report quality deviation with the needle for epidural anesthesia - weiss 17g x 3 1/2" - ref.:(B)(4) bd. Note: we have 3 occurrences with it. Add info received: - could you tell us in detail what kind of quality deviation is related to the probe? - when performing the epidural puncture, the resistance was not evident, but when testing with liquid, a crack was seen where the syringe fits. Probe replacement was requested, and the same problem was found. The team asked for the probe to be changed for the third time, in which it was possible to perform the epidural with the loss of resistance technique. What is the product's batch number? - 3360701. - was the reported incident observed before, during or after use on the patient? - during. - was there any harm to the patient/healthcare professional? - no. - was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, administration of medication, etc.)? - no. - was blood or chemotherapy exposed to the mucous membranes (eyes, nose and mouth) or skin? If so, please state whether it was the patient's or the professional's exposure and what measures were taken. - no. - is the sample related to the incident available for analysis? If so, how many units? (We collect a maximum of 10 units for analysis purposes) - yes. 2 units - could you send me photo samples? Yes. - has anvisa been notified? If so, what was the notification number? No. - date of event: 16/04/2024.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document #(B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: epidural needles device failure: needle hub damaged / defective

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 408355 and lot number 3360701. The review did not reveal any detected abnormalities during the final production process or sub-assembly processes that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) video sample, one (1) picture sample, and two (2) physical samples were returned for evaluation by our quality team. Through inspection of the samples, the reported defect was observed on the samples and media samples provided. The defect was observed in the hub portion (cracked). At this time, an exact cause could not be determined for the observed damage. With the preventive measures and sampling plan in place, we cannot exclude the possibility that the device was damaged during use. The related manufacturing personnel have been made aware of this event and retraining was performed for those involved with the manufacturing or packaging process, to raise further awareness for this potential defect during the production process. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Add info received 29-april-2024: could you report the occurrence "defective quantity mentioned as 2, but probe change occurred 3 times"? The quantity for collection and analysis is 2 units. The third unit was reported after a technical complaint about these two units and was discarded in the operating room after batch confirmation.